Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that "the 3000e had been insitu for at least 2 days and was being accessed several times a day with no problems. The nurse routinely flushed the line to check its patency and noticed it was leaking at the join of the smartsite where the clear meets the white part of the plastic. It was removed and replaced." From the reported information, there are no indications of serious injury to the patient or user as a result of these incidents. Medical intervention was not required.